Manufacturer narrative:
Additional information was received on january 29, 2018. The correct event date is (B)(6) 2017. A patient, (B)(6) male, underwent a paroxysmal atrial fibrillation procedure. A pericardial effusion was detected pre-procedure. After the 2nd transseptal puncture (15 minutes into the procedure) and prior to any ablation, the pericardial effusion was reassessed. (B)(4).

Manufacturer narrative:
During a clinical trial sponsored by bwi, it was reported that a 68-year-old male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch unidirectional catheter and suffered a pericardial effusion that resulted in cardiac tamponade requiring intervention. In the initial, it was reported that the cardiac tamponade required an unspecified intervention. Clarification was received on 4/19/2019, indicating the cardiac tamponade required intervention of an unknown medication. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No:(B)(4).

Event description:
During a clinical trial sponsored by bwi, it was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a pericardial effusion requiring no medical or surgical intervention. After the second transseptal puncture, approximately 15 minutes into the procedure, and prior to any ablation, a light pericardial effusion was detected. Remainder of procedure was aborted in order to avoid progression to a tamponade. No interventions were reported. Patient required extended hospitalization as a result of this event. Issue resolved without sequelae. On post-procedure day 4, the patient was discharged home with an insignificant pericardial effusion. Transthoracic echocardiogram performed 2 weeks post-procedure revealed complete resolution of the effusion. Principal investigator assessed this event as mild in severity, serious, not investigational device-related, and definitely index procedure-related. Principal investigator indicated that he believes the effusion to be secondary to transseptal puncture.

Manufacturer narrative:
During a clinical trial sponsored by bwi, it was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a pericardial effusion requiring no medical or surgical intervention. In follow up #3, additional information was received on (B)(6) 2019, indicating cardiac tamponade occurred and required intervention of an unknown medication. On (B)(6) 2019, clarification was received indicating that the patient suffered a pericardial effusion with no cardiac tamponade. Manufacture ref no:(B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2018 indicating that a patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and during the procedure suffered a pericardial effusion resulting in a cardiac tamponade and intervention. Manufacturer ref no: (B)(4).